Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - system 1 - accu-chek mobile, (B)(6) - system 2 - accu-chek aviva. Evaluation of the test strips was not possible as the cassette that was returned was empty.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 28 mmol/l (mobile) system 1 and 9.4 mmol/l (aviva) system 2. Customer ignored mobile reading and took the aviva result to be true. Customer was feeling fine during the readings. Customer has used up all of the cassette's test strips. No adverse event reported. Requested return of suspect device and replacement was sent.